Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio meter=1.8 inr; reference= 2.5 inr; mean= 2.15; confidence limits= 1.4-3.1. Tests are performed simultaneously between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Data analysis revealed inr's reported by end user has met accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 05/13/2010, 26 discrepant results complaints were reported for lot #225323, yielding a complaint rate of 0.015%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results between comparison meter results. Results as follows: date: (B)(6)2010, (B)(6)2010; test 1: 2.4, 1.8; test 2: 2.5, 2.x.